Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath then a 6f sheath hole prior to a left heart catheterization diagnostic procedure. Reportedly, the knot became trapped in the wire port [suture bearing] and the device was unable to be removed. The device was removed by cutting the wire [suture]. The patient had a tear in the right ureteral iliac/proximal common femoral artery. The sheath was upsized to a 9f sheath and the left heart catheterization procedure was completed. A viabahn covered stent was deployed to achieve hemostasis and to treat the vessel damage. The patient recovered overnight in the ccu. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is retained by hospital and not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of tissue injury (vascular injury) is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to device entrapment may include, but are not limited to, manufacturing, issue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect of tissue injury (vascular injury) is a known inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.